Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set leaked at the base of the drip chamber/beginning of tubing line. The issue was identified during patient infusion. A new set was used to continue treatment. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. The set was dimensionally measured and pull tested and no defect was observed. Leak testing was performed which revealed a leak between the spike and the tubing. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to solvent application to the joint. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.